Event description:
During an ir pulmonary arteriogram bilateral, the ekos intravascular ultrasound declotting machine gave an error stating, "the control unit has turned off ultrasound output because it has detected an excessive instantaneous average power output" per ICU rn's. Additionally, physician notes in procedure dictation that a reliable left pulmonary artery pressure could not be obtained via the ekos catheter. There was no harm to the patient, and the patient received the full dose of tpa.